Event description:
Information was received form user facility via manufacturing representative regarding a product identified during an event. It was reported that cage would not collapse. No patient involved in this event. Additional update received tlif procedure used and product not came in contact with patient.

Manufacturer narrative:
H3: product analysis #(B)(4);product:7770723 ; lot# 0883964w visual and optical examination review confirms implant threads damaged. Witness marks and material deformation noted on the thru hole of the peek anterior ramp. These observations are consistent with overload of the implant. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.